Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The age and dob provided in the initial is incorrect and currently unknown for this patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, deformity, mesh erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, nerve damage, pelvic floor damage, incontinence, organ prolapsed, and has undergone additional surgery. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient alleged injury. Medical history: rectocele, stress urinary incontinence.